Manufacturer narrative:
The device history record for the reported lot number in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual device was not returned. Representative sample returned was tested and reviewed. There were no signs of damage, each device was properly constructed and each performed within design specifications without failure. All information reasonably known as of 30-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that while using a endoclear device on a intensive care unit (ICU) intubated patient, she felt like a snap or release when pulling back during withdrawal of the endoclear. When the endoclear was fully removed, 6 inches of the very end was still located in the endotrachael tube. The therapist was able to use long tweezers as the ventilator was high pressuring and remove the piece in the endotracheal tube. The outcome was good with no harm to the patient. She connected the y adapter to the patient's endotracheal tube and reconnected the ventilator. She then advanced the device to the appropriate depth without difficulty. She deployed the wiper and felt the usual amount of resistance on withdrawal until the device was almost out of the endotracheal tube. At that point, she felt a pressure release and noticed that the majority of the catheter had been withdrawn into the flexible sheath, but that a smaller distal portion of the catheter could be seen at the proximal most portion of the endotracheal tube. She used forceps and was able to insert the forceps into the proximal end of the endotracheal tube and retrieve the distal fragment of the device, apparently in its entirety. She did notice that prior to removal of the distal fragment that the ventilator pressure alarm was going off and when the distal segment was retrieved the wiper was in the distal end of the endotracheal tube after the breakage and before it was able to be retrieved. No harm to patient was identified.